Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call by the customer's by parent that the customer's insulin pump showed that the reservoir had 359 units of insulin and the reservoir only had 300 units. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated they filled the reservoir with 300 units and later the pump read that only 221 units were used. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches. No unexpected low reservoir anomaly noted during testing.